Event description:
Information was received that the serial number was incorrect.

Event description:
During an in-clinic follow-up, increased capture was detected on the right ventricular (rv) lead. The suspected cause of the event was due to scar tissue in the heart. The lead was repositioned to resolve the event. The patient was stable.